Event description:
It was reported to boston scientific corporation that during a sling placement procedure using a solyx sis system, the physician experienced difficulty removing the mesh carrier from the shaft tip while inside the patient. The physician completed the procedure with this solyx sis system with no complications to the patient, who was reportedly fine at the conclusion of the procedure. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(6). The complainant indicated that the device was not used past its expiry date.